Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was intermittent atrial undersensing noted on the pacemaker. Additionally, the mode switch due to the undersensing was delayed. Programming changes were made to address the issue, and the patient was not symptomatic.